Event description:
It was reported that the left ventricular lead had intermittent capture and was sometimes not capturing at all, even at maximum output. The lead was evaluated and at the time, it was capturing so the physician elected to monitor the lead. The lead remains in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.